Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 26-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Plaintiff had undergone essure confirmation test. Concomitant products included levothyroxine. On (B)(6)2010 , the patient had essure inserted. In january 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), pinguecula ("vision/eye problems type: callus"), fatigue ("fatigue"), thyroid mass ("nodules on thyroid"), hepatic mass ("nodules on liver") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2018 . At the time of the report, the device expulsion, genital haemorrhage, systemic lupus erythematosus, pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, cystitis, rash, bladder disorder, urinary tract disorder, migraine, palpitations, nausea, feeling abnormal, dysmenorrhoea, vaginal discharge, pinguecula, fatigue, weight increased, thyroid mass, hepatic mass, alopecia and vulvovaginal pain outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hepatic mass, hot flush, menorrhagia, migraine, nausea, palpitations, pelvic pain, pinguecula, rash, systemic lupus erythematosus, thyroid mass, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that most, if not all symptoms were decreased soon after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Amendment: the report was amended for the following reason: coding correction received. The event coding for vision/eye problems type: callus were updated from pterygium unspecified to pinguecula. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 26-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, liver enlargement and dysfunctional uterine bleeding. Plaintiff had undergone essure confirmation test. Concomitant products included levothyroxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), pinguecula ("vision/eye problems type: callus"), fatigue ("fatigue"), thyroid mass ("nodules on thyroid"), hepatic mass ("nodules on liver") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, systemic lupus erythematosus, pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, cystitis, rash, bladder disorder, urinary tract disorder, migraine, palpitations, nausea, feeling abnormal, dysmenorrhoea, vaginal discharge, pinguecula, fatigue, weight increased, thyroid mass, hepatic mass, alopecia and vulvovaginal pain outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hepatic mass, hot flush, menorrhagia, migraine, nausea, palpitations, pelvic pain, pinguecula, rash, systemic lupus erythematosus, thyroid mass, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that most, if not all symptoms were decreased soon after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a (B)(6) year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Plaintiff had undergone essure confirmation test. Concomitant products included levothyroxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), systemic lupus erythematosus (seriousness criterion medically significant), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), pterygium ("vision/eye problems type: callus"), fatigue ("fatigue"), thyroid mass ("nodules on thyroid"), hepatic mass ("nodules on liver") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, cystitis, systemic lupus erythematosus, rash, bladder disorder, urinary tract disorder, migraine, palpitations, nausea, feeling abnormal, dysmenorrhoea, vaginal discharge, pterygium, fatigue, weight increased, thyroid mass, hepatic mass, alopecia and vulvovaginal pain outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hepatic mass, hot flush, menorrhagia, migraine, nausea, palpitations, pelvic pain, pterygium, rash, systemic lupus erythematosus, thyroid mass, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that most, if not all symptoms were decreased soon after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2019: plaintiff fact sheet was received. Events per pfs: pain, abnormal bleeding (general), malposition of essure device location of device: uterus, hormonal changes describe: hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, autoimmune disorder type of disorder: lupus, rashes, bladder problems, urinary problems, migraines / headaches, blood or heart disorder/condition type: palpitations, nausea, brain fog, dysmenorrhea (cramping), vaginal discharge, vision/eye problems type: callus, fatigue, weight gain, nodules on thyroid, nodules on liver, hair loss and vaginal pain. Lot number and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.